Event description:
During spinal anesthesia for a repeat c-section, the anesthesiologist inserted the needle, from the pencan spinal needle tray, through the introducer. When the anesthesiologist went to reposition the device, it was noted that a portion of the needle was retained in pt's back near the l2-3 area. FDA safety report ID# (B)(4).